Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, headache, nausea and fatigue outcome was unknown, the abdominal pain, dyspareunia, alopecia and arthralgia had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received : new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, nausea, fatigue, hair loss, lower abdominal pain, back pain, joints pain, abdomen pain were added. Event injury updated to pelvic pain. New reporter, patient information, lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.